Manufacturer narrative:
(B)(4). Product not returned for evaluation. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Back to back blood test performed during call ((B)(6) 2013; 3:41 pm) with results of 191 mg/dl and 189 mg/dl. Test strip lot manufacturer's expiration date is 10/31/2015. Recall test results performed from meter memory. Based on the customers lowest result in memory (172) and the highest result in memory (423), the complaint is reportable (zone c). No adverse event reported.